Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1519608) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported by the company representative: the mynxgrip (6f/7f) vascular closure device was deployed by the technician. The patient developed a hematoma of 6 cm or less minutes later. It was also reported that the sealant dislodged/stuck to the device components. Manual compression was applied for less than 30 minutes. The patient was hospitalized and discharged on (B)(6) 2015. The patient's hospitalization was not due to the mynx device. Procedure type: left heart catheterization and drug eluting stent right femoral artery vessel size: 6 mm sheath size: 6f stick location: right femoral artery. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath.